Event description:
It was reported device embolization occurred. A left atrial appendage closure (laac) procedure was performed. A 35mm watchman flx pro laa closure device was implanted. Approximately two hours post procedure, the device was noted to have embolized. The closure device was percutaneously retrieved. There were no further complications reported and the patient has fully recovered.